Event description:
On (B)(6) 2013, the lay user/patient in turkey contacted lifescan to report the one touch select meter was giving inaccurately high readings. On (B)(6) 2013, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2013, at 12:00 pm, the patient obtained the pre-meal blood glucose readings of 250 mg/dl and 244 mg/dl on the reported meter, which he claimed were inaccurately high compared to his expected value of 110 mg/dl. Based on these readings, the patient took an additional 6.0 units novomix flexpen 30 insulin, 16.0 units in total, as advised by his hcp. The patient also took the action of consuming less food. At an unspecified time afterwards, the patient experienced the symptoms of shaking and sweating. While symptomatic, the patient reportedly obtained the blood glucose readings of 250 mg/dl and 244 mg/dl on the reported meter. The patient administered self-treatment by consuming food, and felt better afterwards. He did not seek any medical attention. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.